Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. An 8mm x 2.00mm nc quantum apex balloon catheter was advanced for dilatation. However, on the second inflation at 13-14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc non-compliant balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen. There was a 6mm tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. An 8mm x 2.00mm nc quantum apex balloon catheter was advanced for dilatation. However, on the second inflation at 13-14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc non-compliant balloon catheter. No patient complications were reported and the patient's status was good.